Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope angle was down. The device was returned for evaluation. During the device evaluation, a foreign object was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; bending section cover had a scratch; adhesive on bending section cover had a chip; due to clogging of nozzle, water removal ability does not meet the standard value; adhesive around objectives lens was peeled; connecting tube had a scratch; connecting tube had a wrinkle; protector of universal cord on control section side had a scratch; scope cover had a scratch; switch bod had a scratch; forceps channel port was shaved; scope connector cover unit had a scratch; suction connector had a scratch; universal cord had a scratch; grip had a scratch; lock engagement lever had a scratch; free-engage knob had a scratch; upward/downward angulation control knob had a scratch; right/left knob had a scratch; control unit had a scratch; control unit had discoloration; paint on air/water cylinder was peeled. Cleaning, disinfecting, and sterilization (cds) information: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility had no response for what the foreign object was in the nozzle. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. The facility had concerns regarding the reprocessing that the same phenomenon has been happening a lot recently. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use which states: gif/cf/pcf-290 series, chapter 3, preparation and inspection. Gif/cf/pcf-290 series, chapter 5, reprocessing of the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.